Event description:
It was reported that when using an arjo sara flex standing hoist to transfer a resident from a commode to her day chair in the room, the resident¿s right foot apparently moved from the footplate. This resulted in the resident not moving to the standing position and instead slowly descending downwards. As a result, the resident did not move to the standing position, but instead slowly descended. The two careers assisting couldn't get resident up, so they slowly lowered her until she was lying on her back on the floor. As a consequence of this incident, the resident sustained fractures to her right lower leg and left hip which were treated in hospital.

Manufacturer narrative:
The follow up report is required to be send with corected customer details.